Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the port needles have become displaced or have fallen out. This has occurred while chemotherapy was actively being infused. It was reported this occurred with two devices. This report addresses the first device.